Event description:
Device 2 of 3. Reference: 1627487-2011-04075, 1627487-2011-04077. The patient received her scs system on (B)(6) 2011. It was reported the patient performed stretching exercises during the two week post implant time frame. Subsequently, the patient reported only having rib stimulation. X-rays were performed and one lead had migrated. The patient reported pain within the area of the lead. The physician performed a revision. One scs anchor and one surgical lead were replaced. During the procedure it was noted an anchor was unlocked. At this time, it cannot be determined which lead was explanted; both leads will be reported from both lot numbers, as well as one anchor (both anchors have the same lot number). No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy oft he patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.